Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rf pic failed self test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant a64 alarm due to a faulty on the radio frequency board. Unable to perform self-test and displacement test due to a64 alarm.